Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump button were sticking, slowed down prime, rewind time, insulin squirts out while priming, diminished back light, crack on battery compartment that goes all the way around, crack above the screen next to the up arrow and hears noise if they shakes the insulin pump. The customer blood glucose level was unknown. The customer declined troubleshooting. The device will not be returned for analysis.